Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, the left ventricular (lv) lead was not pacing and on the bipolar electrogram the atrial electrogram was noted to be larger than the ventricular electrogram. The patient noted they were a little more shortness of breath over the past two months. The device was reprogrammed to turn off the lv lead. A chest x-ray confirmed the lead was dislodged. Lead replacement was discussed. The patient was table before, during and after the visit.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: patient weight changed to (B)(6) kg.

Event description:
New information noted that the lead was explanted and replaced. The patient tolerated the procedure well and was stable throughout.